Event description:
It was reported by the pt's legal counsel that the pt received a right tka on (B)(6) 2009. The pt is filing a legal claim for reasons unk. At this time there is no revision surgery scheduled or planned.

Manufacturer narrative:
Related implant also not revised - 04-211-35101 tm patella, lot number 61177565. A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.